Manufacturer narrative:
The device was received with the soft cannula deployed. Fluid path testing of the device found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This tear prevented the device from successfully delivering insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Due to the tear in the unexposed portion of the soft cannula, the exposed portion of the soft cannula could not be tested for leaks. The exact cause of the reported leaking during wear could not be determined.

Event description:
It was reported the patients blood glucose level rose to 370 mg/dl while wearing the pod. The pod was leaking inulin from the infusion site (arm) while wearing the pod between 24 and 36 hours. No treatment was provided.